Event description:
It was reported after implant, the patient developed an av-block iii degree. There was no stimulation monitored on the extern ECG. The defibrillator was connected to merlin and this alarm message appeared, wrong parameter found. The program nominal parameter button was pushed and then the device stimulated with parameters that were not programmed. This was visible on the extern ECG. The tachy zone was completely out of gear. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.